Event description:
It was reported that during use on a patient a system over temp occurred on a cardiosave intra-aortic balloon pump (iabp). There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The suspected faulty scroll motor compressor was sent to getinge's national repair center (nrc) for evaluation. A supervisor repair technician inspected the scroll motor compressor and no visual damage was observed. The supervisor repair technician then installed the scroll motor compressor into cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. The scroll motor compressor did not fail with an over temperature alarm after running for approximately 6 days with a cardiosave trainer set to 130 bpms. The national repair center was unable to verify the failure of over temperature alarm. The nrc also received the original cardiosave unit from the customer which experienced the over temperature failure that was reported. The nrc installed the scroll motor compressor on the customer¿s cardiosave, and tested the scroll motor compressor with a cardiosave trainer set at 130 bpms. The scroll motor compressor did not fail with an over temperature alarm after running for approximately 7 days with the customer¿s cardiosave. The national repair center was unable to verify the failure of over temperature alarm. The scroll motor compressor was sent to research and development for failure analysis per procedure. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient a system over temp occurred on a cardiosave intra-aortic balloon pump (iabp). There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The part is currently still with r&d and is unsure when the evaluation will be finalized. In the event the evaluation is provided the record will be re-opened. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to confirm the reported message displayed. To address the issue the stm replaced the scroll motor. The stm performed all calibrations and all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient a system over temp occurred on a cardiosave intra-aortic balloon pump (iabp). There was no harm or injury to patient and no adverse event was reported.